Manufacturer narrative:
Mentor received additional event information that the patient was diagnosed with left-sided lymphadenopathy. MRI findings indicated a prominent inframammary lymph node that presented as a palpable abnormality on the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-jul-2021, mentor became aware of omitted data in the previous report. Manufacturer¿s reference number: (B)(4), h6. Investigation conclusions: cause not established (d15). Reason for device explant and/or reoperation: lymphadenopathy.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 500cc mentor memorygel breast implants experienced bilateral grade iii capsular contracture and right-sided implant rupture postoperatively. Capsular contracture was diagnosed via physical examination, and rupture was confirmed by ultrasound. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implants on (B)(6) 2021. This medwatch report is for the left-sided implant.